Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship does not exist between pd therapy utilizing the liberty select cycler and the patient¿s hospitalization on (B)(6) 2019 through (B)(6) 2019 for increased hypertension, pulmonary edema, fluid volume overload (fvo), non-st elevated myocardial infarction (nstemi) and stroke (characterized by chest pain and dyspnea); as the patient was prescribed manual pd therapy prior to admission. The cause of the patient¿s fvo, pulmonary edema, dyspnea, chest pain and was attributed to the patient failing to perform pd therapy for 4 days prior to admission. Fo is a common and often preventable process. Patient related factors, such as non-compliance, are significant contributing factors. The etiology of the patient¿s stroke is believed to be due to the patient¿s essential hypertension and causality for the nstemi was not provided. Per the pdrn, the events were not caused or contributed to by any fresenius product(s) or device(s). Based on the information available, the patient¿s liberty select cycler is disassociated from the event(s), as device was not being utilized at the time of the events.

Event description:
It was reported that the patient has been hospitalized due to not doing treatment because something was wrong with the cycler. The doctors stated the patient was retaining fluid around the heart and lungs which was non-operational. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. The discharge summary was received on (B)(6) 2019 and revealed the patient was hospitalized from (B)(6) 2019 through (B)(6) 2019. The patient presented to the emergency room with complaints of shortness of breath (dyspnea) and chest pain. The patient reported having difficulty with equipment malfunctioning and did not inform her peritoneal dialysis registered nurse (pdrn). The patient stated she missed 4 days of pd therapy, and became progressively dyspneic, weak and experienced chest pain/tightness. The patient was admitted with hyperkalemia (from missed pd therapy), fluid volume overload (fvo), hyponatremia (from severe fvo) and hypertension (htn). The patient was treated with a 4.25% dialysate solution to increase ultrafiltration, which was decreased to a 2.5% once the patient¿s fvo improved. Hematological studies revealed the patient¿s troponin level (date not provided) was elevated (value not provided) and a cardiac stress test on (B)(6) 2019, diagnosed a recent non-st elevated myocardial infarction (nstemi), however the suspected onset was not provided. Additionally, the patient underwent magnetic resonance imaging (MRI) on (B)(6) 2019, which observed a small bland left superior cerebellar peripheral infarct (stroke), felt to be caused by the patient¿s malignant hypertension. Radiological testing also diagnosed the patient with significant pulmonary edema, which resolved with the performance of pd therapy. While much of the details surrounding the patient¿s hospital course were not provided, the documentation states the patient¿s hypertension, fvo and pulmonary edema resolved with the completion of pd therapy. The patient was stabilized, and the decision was made to transfer the patient to an acute rehabilitation facility following discharge. Upon follow up with the pdrn, it was discovered the patient had a liberty select cycler in the home, however it was not supposed to be utilized unless ordered by the nephrologist. The patient was prescribed continuous ambulatory peritoneal dialysis (capd) for rrt prior to her hospitalization. Per the pdrn, the events were not caused or contributed to by any fresenius product(s) or device(s). The patient remains at the acute rehabilitation facility, and it is unknown if the patient is undergoing manual or cycler-based pd therapy.